Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of post-paced t-wave over-sensing. No further information was provided.